Event description:
Pt reported that the expiration date, printed on the strip vial, is 9/30/2006. According to the MFR's batch records, the corresponding strip lot expired on 9/30/1999. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.